Event description:
During the IV start, the IV catheter was found to have a hole causing blood to spurt out onto the patient and the chair. A new IV start was required.

Event description:
A customer contacted baxter's technical service center regarding a low drain volume alarm during initial drain on the homechoice. The home patient (hp) reported air in patient line. The technical service representative advised hp of the need to start over with new supplies and assisted hp with ending therapy. Product surveillance followed up with the hp on (B)(6) 2010 who reported that on the date of this event she had been distracted and did not completely prime the lines which resulted in the air in the patient line. The hp started over with new supplies after discarding the used supplies. The hp was not able to provide the writer with the lot number of the cassette. The hp has continued her peritoneal dialysis therapy with no reported problems. No patient injury or medical intervention was associated with this event.

Manufacturer narrative:
(B)(4). The device evaluation results provided in the follow-up medwatch report, 6000001-2009-01282 002, are the accurate evaluation results.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition of failure code 199:117:507:0000 was confirmed and duplicated. The assignable cause was damaged uim pcb (user interface module printed circuit board). The uim pcb has been replaced.

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of interruption of therapy. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Event description:
The facility reported an infusion pump with a failure code of 199:117:507:0000, which occurred within the intensive care unit (ICU). The event was reported to have occurred during patient therapy, where therapy was stopped. It is unknown if there was patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.